Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce exposure. Upon functional testing fse found that the oil had leaked, and no oil was left in fuel tank due to the broken cable in pump. Fse replaced the cooling module. After replacement the system was return to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible on the azurion system. There was no report of harm. Philips has started an investigation of this complaint.